Event description:
It was reported that the patient experienced a major bacterial infection on (B)(6) 2021. The infection sites were noted to be pulmonary and mediastinal. The patient underwent surgical and drug therapy before subsequently passing away on (B)(6) 2021. The cause of death was infection. It was noted that the device functioned as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event will be addressed under manufacturer report number: 2916596-2021-02917.